Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a needle hub that was getting stuck in her serter. Customer did not know and she has wasted two sensors. Customer's blood glucose level was 253 mg/dl. Customer stated that the sensor successfully inserted, but the needle hub is stuck in the serter. Customer was advised that the sensor is already inserted and should be functional. Customer confirmed pushing down on the serter. Customer stated that the needle hub assembly released from the serter. Sensors will be replaced as a courtesy. Customer was later called back to assist with serter issues. Customer stated that she does not change the sensor for another 3 days. Customer stated that her blood glucose level does go high when she is low on insulin and the tissue around it does not absorb it well. Customer stated that her most current blood glucose level is 42 mg/dl because she has not eaten. Customer declined troubleshooting for low blood glucose levels. No additional information provided.